Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred causing the customer to experience elevated blood glucose (bg) levels in the 400's mg/dl range. Correction boluses were delivered and manual injections were administered to address the bg levels. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support (cts) advised the customer that apidra was against labeling and to contact their healthcare provider in regards to obtaining a prescription for an insulin indicated to be used with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.